Event description:
The customer reported an out of box speaker failure caused by a mainboard. No patient harm was reported.

Manufacturer narrative:
(B)(4): this reported malfunction is being reported as a possible health risk because the limited available information does not indicate that this failure mode could only happen before the monitor is put into service. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.